Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on (B)(6) 2013, at 12:05:13. During night drain cycle one, the patient's ultrafiltration reading was 1347ml, indicating the home patient (hp) drained 1347ml more than their maximum programmed fill volume of 1000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. A review of the event history log identified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the reported issue was determined to be false empty detect and use error further specified as the initial drain alarm setting was inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.